Event description:
The consumer reported that the patient had a full charge on their implantable neurostimulator (ins) on (B)(6) 2016. When they checked the ins on (B)(6) 2016 the ins battery was depleted and they could not connect to their ins with their recharger. It was noted that the patient had been hit in the back at the ins site. The site was swollen and sore for 4 to 5 days and the ins felt closer to the skin. It was noted that this occurred on (B)(6) 2016 but the patient also noted that they didn't remember when it happened so the event date was unclear. They were charging the ins every other day so it wouldn't deplete. The ins had never fully depleted. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.